Manufacturer narrative:
The lead was not returned for analysis. Upon receipt, the ICD was visually inspected. The inspection revealed a spot of molten titanium on the ICD housing. This indicates an arc over from a high voltage lead conductor during a shock delivery into an external short circuit, most likely due to a damaged lead insulation. The ICD was subjected to an electrical analysis. Thereby the clinical observation was confirmed, the device could not be interrogated. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the fuse separating the battery from the electronic module as well as the output stages of the high voltage circuit had been damaged. These damages clearly indicate a shock delivery into an external short circuit, consistent with the spot of molten titanium observed during the visual inspection of the ICD. Due to this damage of the electronic module, the device could not be interrogated properly. The manufacturing process for this device and this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be as specified. In summary, the clinical observation was confirmed upon analysis, which resulted from a damage of the device during to a shock delivery into an external short circuit. Based on the analysis results, it is reasonable to assume that the insulation of the rv lead is not intact. Should additional relevant information or the lead itself become available for analysis, this investigation will be updated. There was no indication of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that approx. 16 months after the implantation the device could not be interrogated. The patient experienced an inappropriate shock while walking by an electrical cooker in a shop, according to the patients statement. An implant date was not provided. It is unclear if this lead was revised or replaced. The generator was explanted and replaced. Should additional information become available this file will be updated.